Event description:
It was reported the gastrointestinal videoscope had glue stuck inside the distal tip. This event was found during inspection for use of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed, and a white glue substance was stuck on the biopsy channel based on the results of the investigation, a definitive root cause of the glue inside the device was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.